Manufacturer narrative:
The subject device has not returned for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported the device multidebrider handpiece tray has sharp edges, which is why the customer does not use it. According to the report, the sterile barrier (fleece) can be damaged by the sharp edges and the tray can become unsterile. The issue found during receipt inspection. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to inform that upon review and per product quality (pq) risk assessment, this complaint is not a reportable event. There is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.